Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Gaskets were cleaned and lubricated and a flow sensor was replaced.

Manufacturer narrative:
Ge healthcareâ's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of filing. Report source other medwatch (B)(4). Date of device manufacture unavailable as not serial number provided. Device evaluation anticipated, but not yet begun.

Event description:
Per medwatch, "while in the middle of a case the ventilator alarmed 'cannot fill bellows' and the ventilator malfunctioned."